Event description:
Medtronic received information that prior to use of this act plus instrument, it was reported that instrument was failing quality control. The instrument was replaced to complete the procedure and there was no resulting adverse patient effect.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument was failing quality control was verified during service. The service technician observed motor stalls in the error logs. The issue was resolved by replacing the reagent and flag motors. The service technician then ran a motor simulation without fail. Preventive maintenance was performed as per specification. Conclusion: after investigation at medtronic, the complaint is confirmed for the issue of the act plus instrument reportedly failing quality controls. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. The act plus software constantly monitors for software and/or hardware faults. When one is found, an error is displayed and typically addressed by the operator. This regulatory report is being submitted as part of a retrospective review and remediation per(B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.